Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been hospitalized. The customer's healthcare provider thought the hospitalization was related to the pump or supplies. Although requested, no additional information was provided.